Event description:
It was reported that during an index ablation procedure, bradycardia occurred after ablation. An echocardiogram was performed and showed no pericardial effusion collection. A non-steroidal anti-inflammatory drug, a beta blocker, a direct-acting oral anticoagulant, an angiotensin receptor-neprilysin inhibitor, and a calcium channel blocker were administered. The event was reported as recovered/resolved. The investigator assessed the event as not related to the study procedure and not related to the catheter, generator, or other system attachments/accessories, while the sponsor assessed the event as probably related to the index procedure and not related to the catheter, generator, or other system attachments/accessories. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.